Manufacturer narrative:
The covidien customer support engineer (cse) evaluated the device and verified the reported issue. The cse replaced the graphic user interface (gui) printed circuit board (pcb), which resolved the customer reported issue. The cse installed revision ak software. The ventilator passed electrical safety, calibrations, extended self-testing (est), short self-test (sst). (B)(4).

Event description:
A report received from the USA stated an 840 ventilator "ventilator shut down" while being used on a pt. No additional info is available at this time.